Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 450 mg/dl resulting in the initiation of 911 emergency protocol and hospitalization. The patient was reportedly treated with intravenous fluids and other non-specific treatment. The reporter alleged the insulin experienced an inaccurate delivery issue. The reporter alleged the pump was not delivering basal rate as programmed; the basal history allegedly does not match the active basal program. This complaint is being reported because the patient allegedly had a serious injury while on insulin pump therapy related to an alleged pump delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: the battery cap returned with the pump was noted to be within the required specifications, intact without damage and able to properly secure to the pump. The pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Flow accuracy testing revealed the flow accuracy to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pumps interior components. Investigation did not duplicate the complaint and the pump was determined to be operating as intended and without malfunction.